Event description:
It was reported that the epg (external pulse generator) "shut off" on a patient, without a low battery indicator light. The patient went into atrial fibrillation and had to be cardioverted. There were no further patient complications reported as a result of this event, and the patient was reported to be "doing ok."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis could not duplicate the reported event. No electrical anomalies were observed. Visual analysis revealed the upper case and side bail covers were broke. The lower case, battery flex, and lead flex cover were corroded. The lcd display, battery release, battery drawer, and battery contacts were contaminated. The damage to the device and contamination indicates evidence of mishandling or misuse.